Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blank display issue. There was no reported adverse event associated with this complaint. This complaint is reportable because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: a review of the alarm history revealed multiple ¿call service (cs) 054/cs052/012¿ alarms. The pump powered on to a blank screen; therefore, the remaining steps were unable to be performed. A test display was used, the screen still remained blank. A slave processor failure was revealed; the slave process code was unable to be downloaded. The pump was opened; there was no damage to the display connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.